Event description:
Report received from (B)(6) stating that the device will not release the cutter. It was found to have bearing damage. It is known if the device was not used in surgery. It is unk if there was pt/user injury or medical intervention occurred. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).